Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 348 mg/dl. The customer stated that she was experiencing high blood glucose levels and vomiting the day prior to the hospitalization. The customer did not get any alarms on the insulin pump. The customer stated that she had an infection that may have contributed to the high blood glucose levels. The customer also reported a motor error alarm during the rewind. Troubleshooting was attempted, but the insulin pump kept alarming during the rewind. Nothing further was reported.